Manufacturer narrative:
(B)(4): the patient is being monitored and the physician intends to retrieve the needle.

Manufacturer narrative:
(B)(4). Conclusion: a needle that broke in the body was submitted for this evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The surgeon has made a decision not to attempt any further removal of the retained needle. The patient is clinically well and is not identifying any pain or discomfort. The cardiologist is confident a fibrous capsule has formed around the remaining needle and no further action will be required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an insertion of a pacemaker procedure on (B)(6) 2011 and suture was used. During the closure of the skin layer, the lower third of the needle broke. The tip of the needle was imbedded at a 90 degree angle and was unable to be retrieved. There is no plan to remove the needle at this time.